Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that a lfs brand lancing device (did not recall product name) caused her discomfort and was painful to use. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged lancing device issue began "many years ago". As a result of the alleged issue, the patient claimed she discontinued testing her blood glucose. It is not known how the patient was managing her diabetes or if she made any changes to her usual diabetes management regiment when the alleged issue started. However, on an unspecified date/time, after the alleged issue began, the patient reported that she became incoherent and appeared confused. In response to the symptoms, emergency services was contacted. The patient stated her blood glucose was "somewhere around 2.0 mmol/l" when tested with the paramedic's meter. The patient claimed the paramedics made her a peanut butter and jelly sandwich and gave it to her to eat. The patient reported feeling better after she ate the sandwich during the follow-up call, the patient. Informed the csr that the low blood glucose may have been attributed to an increase in activity level and not eating when she should have. At the time of troubleshooting, the patient no longer had the subject lancing device available for review. This complaint is being reported because the patient claims she discontinued testing her blood glucose due to the reported issue and reportedly was treated for severe hypoglycemia by an hcp after the alleged issue began.